Event description:
It was reported to covidien that the lcd screen is partial, missing segments in the display. No patient harm reported.

Manufacturer narrative:
The missing segments reported was confirmed. The damaged bottom cover and lcd pcb were changed. The unit passed all tests.